Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that one day post implant, the device exhibited loss of capture and dislodgement.